Manufacturer narrative:
This report is for the same event as manufacturer report: 2937094-2018-00473.

Event description:
It was reported that during a benign prostatic hyperplasia (bph) procedure broken fiber was noted. A second fiber was chosen to continue with the procedure; however, at 25,429 joules used and 3:18 minutes expended, broken fiber was noted. A third fiber was used to complete the case successfully without clinical consequences for the patient. This report is for the second fiber.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the distal part of glass cap and metal cap is detached and not returned; the glass cap exhibit severe devitrification at output window; the outer flow tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.